Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device required a manual recovery after logs showed the station's last upload change-tracking value was below the minimum valid version, causing communication failure. A technical support specialist (tss) applied knowledge article (ka) "manual recovery required - datasyncinvaliduploadchangetrackingvalue" and restarted the data synchronization service but an error occurred due to a transactionsession foreign-key conflict involving an outdated useraccountsnapshotkey. Further the tss followed ka "retry mode: insert into tx.transactionsession" to resolve the retry issue by validating and aligning the most recent useraccountsnapshotkey between the station and server, confirming record counts, backing up the station database, and updating the affected records accordingly. After completing the corrective steps and restarting data synchronization, uploads and downloads completed successfully, station communication was restored, the station was rebooted with med application running normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine was not communicating with server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.